Event description:
It was reported that a pt underwent a sling procedure in the "u" position in 2008. Post-operatively, it was noted 15 days later that the pt developed a wound separation which was 5 cm from sulcus to sulcus at the midurethra. A wound reapproximation procedure was performed and the wound was closed with suture in 2009. The event is listed as resolved.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.